Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized in (B)(6) due to low and high blood glucose. The customer did not provide the blood glucose values during that time of the call. The customer stated that they tried to rewind the insulin pump and the device went partially black. The customer stated there was a motor error. The customer did not return the product back for analysis.